Manufacturer narrative:
No parts or files have been returned to the manufacturer for analysis.

Event description:
A medtronic representative reported that while navigating a functional endoscopic sinus surgery utilizing the 70 degree suction, there was an alleged inaccuracy of about 2 mm in the anterior direction. All other instruments were navigating accurately. The procedure was successfully completed with the navigation system. No patient harm occurred.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Per (B)(4), patient archive was no longer available. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. A manufacturer representative went to the site to test the equipment. The system performed as intended. The navigation system passed the system checkout and was found to be fully functional.

Manufacturer narrative:
Correction: a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. The patient archive was no longer available. Analysis found that the analysis was inconclusive and probable cause was unable to be determined.

Manufacturer narrative:
The investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.